Manufacturer narrative:
Information is unavailable; device was not returned for eval.

Event description:
It was reported that the generator received error 4 when tested. The customer did not have any information on case involvement, but stated there was no pt consequence. The handpiece was tested 48 hours later with a test tip and gave error 4 when the test button was pressed. No device to be returned.